Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer's blood glucose level was approximately 220 mg/dl to "high" and they experienced "diabetic gastroparesis and ketoacidosis". Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones (amount was not known). Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, "nausea, and received medications" (nature of medications was not provided). Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.